Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2017. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving a shock. Upon interrogation, error codes were noted for a short circuit condition during shock delivery and the capacitor charge time exceeding the limit. It appeared the device was completely depleted and was operating in safety mode. As a result, a revision procedure was scheduled. During the procedure, visible damage to the right ventricular (rv) lead was confirmed as the conductor coil was exposed. As a result, the device and rv lead were explanted. No additional adverse patient effects were reported.